Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mm in length and 3.5mm in diameter target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x20mm promus element drug eluting stent was advanced to treat the lesion; however, the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mm in length and 3.5mm in diameter target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x20mm promus element ¿ drug eluting stent was advanced to treat the lesion; however, the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.